Event description:
A malfunction alarm was reported without any notable preceding events. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy while awaiting the replacement pump from tandem technical support. The original pump, identified by serial number (B)(6), was within warranty, and the replacement pump would have updated software. The customer understood the instructions on returning the faulty pump and acknowledged the need to program settings and connect their continuous glucose monitor (cgm) to the new device.